Event description:
It was reported that; during final tightening set screw was not locking down. We tried 3 new set screws with same result. Update 31-may-2016: this was a revision surgery. Reason for revision was previous screws ripped out at the level above.

Manufacturer narrative:
Product code: kwq. Common device name: spinal intervertebral body fixation orthosis. Catalog#48237550, lot#: ems. Method: visual inspection; device history review; complaint history review; risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The surgical technique states " the final tightening is done by utilizing the anti-torque key and the torque wrench. Note: do not overtighten. " the visual inspection of the device showed slight deformity and dent on the screw head where the rod would be seated. Scuff marks were observed where the screw head would heat into the connector indicating application of excessive torque during final tightening. Conclusion: the most likely cause of the reported event could be use error- application of excessive torque during final tightening

Event description:
It was reported that; during final tightening set screw was not locking down. We tried 3 new set screws with same result. Update (B)(6) 2016: this was a revision surgery. Reason for revision was previous screws ripped out at the level above.